Event description:
Used endocatch 12 bag for procedure: flexible bronchoscopy and left video assisted thoracic surgery (vats) with left lower lobectomy. Upon pulling bag out of pt, bag split at the seam outside of the pt. Bag inspected and all was accounted for. FDA safety report ID# (B)(4).